Event description:
It was reported that the insulin pump had a crack in it by the reservoir compartment and another crack on the top right of the display. There was also a chip in the reservoir compartment noted. The blood glucose reading was 123 mg/dl. The customer was unsure how the damage occurred. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked display window, cracked display window corners and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.